Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application was successfully paired with the patient connector and base, after which the host tablet entered sleep mode due to no active patient session, and upon reactivation and attempting reconnection of the base and patient connector, an internet access required message was displayed. Troubleshooting steps were taken to include reconnecting the host tablet to wireless fidelity via a hotspot for a short period, pairing the patient connector and base, closing the mobile programmer application, and relaunching the application without wireless fidelity, after which pairing could be completed. There was no patient involvement.